Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The customer contact reported that during a CT scan, the tubing set was being used to deliver 75 ml of isovue 370, at a rate of 4.0 ml/seconds, with a pressure setting of 150 psi, via a power injector. After an unspecified length of time after the delivery was started, it was reported that the patient notified the healthcare professional that the tubing ruptured at an unspecified location on the tubing set. The customer contact reported that approximately 50 ml of contrast medium leaked and an unspecified volume of blood loss was noted. The customer contact reported the volume of blood loss was a "very small amount lost." It was reported that the tubing was clamped. It was reported that an unspecified volume of contrast medium came into contact to the patient's face and arm. It was reported the patient's face and arm were cleaned. The tubing set was replaced and the procedure was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the tubing sets were discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.